Event description:
After a giving set (liquid filled, no air) is placed in the device and door is closed, the message "air bubble" is shown on the display and no further progress possible. Inside the device the air sensor is connected correctly and no visible damage. Air calibration can be started however the first recorded sensor value is not shown/registered and therefore the calibration cannot be fulfilled. After replacing air sensor, problem is solved. More information is needed to fully investigate the issue.

Event description:
Device history record was reviewed. No event linked with the reported issue was observed. Device history log was reviewed and the reported event is confirmed. The reported device was not sent to brézins for investigation as repairs were carried out locally. In order to solve the issue, the air detector was replaced. So the spare part was returned to france for investigation. During visual inspection, nothing was observed. The detector was mounted in a volumat tester to verify the problem. The investigator started by checking maintenance test 14 and found the value out of tolerance with a tube filled with water, measured around 205 mv instead of the usual 1100mv. Then, in operational mode, the bubble alarm is triggered continuously on start-up with a tubing containing water. The detector was out of service due to its value drifting to a very low level, so no detection was possible. The cause of the failure is due to a drift value of the detector which is probably caused by degradation of the ceramic bond or of the components themselves. This complaint is considered as valid. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.